Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Sensor plug was properly seated and no physical damage is observed on sensor patch. Data was successfully extracted. Log file review and analysis resulted to a sensor state 5. Event log 3 and 4 were observed indicated that of normal termination of the sensor without any error. No failure modes were observed upon visual inspection of the plug assembly. Sim vivo test passed with a result of 2080 (specification 947 to 3260 counts). An extended investigation has also been performed. Normal poise voltage measured at 39mv with specification 20mv= poise voltage =60mv. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has also been performed. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. The customer received "replace sensor" message and was unable to obtain glucose readings. As a result, the customer received third party treatment of orange juice from a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.